Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that when attempting to deploy the stent, the distal struts opened and the stent did not deploy from the delivery catheter. Resistance was reportedly encountered while attempting to deploy the stent. After removing the delivery catheter, the stent was noted to be deployed in the guide catheter rotating hemostatis valve (rhv). There were no clinical consequences to the patient.